Event description:
It was reported that the right atrial lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the distal conductor was cut, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.